Event description:
It was reported a spectrum pump had a constant close door message occur in the "5 east" unit. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant close door message was reproduced as well as confirmed through review of the event history log. The evaluation determined that this condition was caused by a missing upper hook switch. The upper auxiliary assembly (including the upper hook switch) was replaced.